Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data showed cs 064 call service alarms (occlusion during prime). During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no alarms. The pump was exercised for 24 hours with no loss of primes occurring. The call service alarm issue was shown in the pump history but was not duplicated during investigation. There was no defect found during investigation.